Event description:
The customer reported to olympus that the high-definition camera head had no image displayed. There were no reports of patient harm associated with this event.

Manufacturer narrative:
The device was evaluated by olympus. The evaluation found that the allegation was confirmed due to a faulty cable. Additional issues were identified during the device evaluation: a puncture on the cable and the device failing the leak test. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the no image issue was due to a faulty cable. Olympus will continue to monitor field performance for this device.